Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the advisory affecting this model. During this procedure, this transvenous implantable lead exhibited loss of capture when the physician was attempting to place a temporary wire. The pace/sense portion of the lead was capped and a new pacing lead was implanted. The defibrillation portion of the lead remains implanted. A new device was successfully implanted. The explanted device was returned for analysis.